Event description:
The customer reported that a pt had post-operative bleeding after undergoing a laparoscopic gastric bypass. Additional questions have been asked to the site contact regarding the incident, device and pt condition. To date, the site contact has not provided additional information. The site has indicated that the dissector was discarded after the procedure.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.